Event description:
During deployment of the crux device, the filter moved and was deployed in a suboptimal location. The patient's inferior vena cava was described as approximately 25mm x 9mm. While attempting to remove the delivery catheter, the tip became entangled in the filter web of the crux filter. The filter ultimately was mal-positioned in the distal iliac. The decision was made to retrieve the device, and the procedure was completed using another crux filter. No patient injury was reported and no additional intervention was required prior to the deployment of the new filter.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. A query of the complaints database was reviewed and no other complaint case regarding this same lot/issue has been reported. The device was inadvertently disposed of by the institution, and is not available for evaluation. A follow-up report will be submitted with the clinical assessment from volcano's scientific affairs department.